Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged.